Event description:
It was reported that the purewick urine collection system was not working right when removing the wick and it stayed suctioned to the patient's anatomy. Representative advised to watch the video and to make sure the machine was turned off before the patient removed it from the body. Per follow up via phone on 11may2021, it was stated that caregiver turned off the pump before removing the wick.

Manufacturer narrative:
Per follow-up received , it has been determined that this event is not reportable. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the purewick urine collection system was not working right when removing the wick and it stayed suctioned to the patient's anatomy. Representative advised to watch the video and to make sure the machine was turned off before the patient removed it from the body.